Event description:
It was reported that this patient with a pacemaker exhibited atrial undersensing. When the device was programmed to unipolar there is farfield oversensing. The field representative called for programming options. Technical services provided programming recommendations. At this time, the device remains in service. No adverse patient effects were reported.